Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an implantable cardiac monitor was attempted, but not implanted. There was no signal found. The device was replaced with another and the same issue with no signal happened again, but the device sensitivity was adjusted and the signal was found. The device remains in use. No patient complications have been reported as a result of this event.